Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, d9, d10, g1 h3, h4, h6: part tft30101, lot e20d10458: release to warehouse date: february 02, 2021. Manufactured by: eit emerging implant technologies. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the inserter knob was still attached to the inserter shaft and the inserter pin was found broke. The broken part of the pin was inside the inserter knob and shaft assembly. The device was also found nicked at the tip. The difficulty in assembling the implant to the inserter could not be verified as the implant was not returned for evaluation. But, the knob and the inserter could not be disassembled as the broken the pin was stuck inside the shaft. The complaint condition of unable to assemble the implant cannot be verified during the functional test. Based on the date of manufacture, the current and manufactured to version of drawing were reviewed. The complaint condition of unable to assemble cannot be confirmed but there were other defects identified on the device during investigation. Hence, the overall complaint will be confirmed. The overall complaint was confirmed due to the damage on the device leading to functional issues. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for pc-(B)(4).

Manufacturer narrative:
Date of event is an unknown date in 2021. Additional procode: odp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the conduit transforaminal lumbar interbody fusion (tlif) trial and final implants were not holding perfectly well on their respective inserter tool when tightened. The conduit tlif inserter tools allowed both trial and final implants to turn although the inserter knobs seemed to be tightened to their max. Procedure was completed successfully. There was no patient impact. This report is for a implant inserter sh connection. This is report 2 of 2 for (B)(4).